Manufacturer narrative:
G4:24feb2021. B4:04mar2021. H11:g5:k102985. H10: a philips authorized service personnel (asp) was dispatched to the customer site to provide additional assistance and found that the customer had the patient circuit tubing connected incorrectly. The asp determined that the circuit required replacement. The asp replaced the circuit, which resolved the reported issue. The device passed testing to confirm functionality and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 03feb2021.

Event description:
It was reported to philips that the device had intermittent failure of pressure sensor during testing. The device was not in use at the time of the event. There was no report of patient or user harm as this issue occurred during testing on the device.